Manufacturer narrative:
B3: day of event date unknown. Device evaluation: one device was received. Device was visually and functionally tested but the customer reported issue was unable to be duplicated. The cause of the issue was thought to be user related. The dso sensor was calibrated as a precaution. Service history of this device shows that this device has been not in for service in the past 12 months.

Event description:
It was reported that the pump does not recognize cassettes. There was no patient involvement and no injury or medical procedure.